Event description:
The customer reported that the monitor on the 7700 system would not work. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative instructed the customer over the phone how to fix the reported problem. The system operates as intended. No further repair information is available.